Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by manual insulin injection. Customer continued to use the pump for insulin delivery.